Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). No device errors could be detected and no parts were replaced. According to our fse, the ventilator passed all functional and safety tests and was cleared for clinical use.provided ventilator logs was reviewed. A successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the date of the event.the conclusion is that there are no indications of a ventilator malfunction at the reported date of the event.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator stopped ventilating during treatment. There was no patient harm. Manufacturer's ref.#: (B)(4).